Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported following 14 days of implantation of an intraocular lens (iol), the patient experienced blurry vision and the clinical reason was irregular astigmatism. The lens was later exchanged in a secondary procedure. Additional information was requested, but no further information is available.